Manufacturer narrative:
The reported complaint of the thermogard ivtm system took 8 hours to cool down the patient's temperature was confirmed due to user error based on event log review. The record showed that the user programmed the thermogard ivtm system in controlled rate first. Only for 10 minutes before being switched to max. Also, patient had irregular temp swings while at temperature target which usually means the navy cable was bad or they weren't using the navy cable but their own cable. Following this, the user set the console to fever mode after patient was rewarmed, but that is not necessary, zoll don't train user to do that process. A zoll clinical specialist representative (cs) had explained why they were having extended cooling times and the hospital staff were very receptive to cs feedback. The hospital staff has agreed to refresher training with a zoll cs representative.

Event description:
During ivtm therapy, customer reported that the thermogard system (serial #: (B)(4)) took 8 hours to cool down the patient's temperature. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.